Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020 and was in hospital since (B)(6) and the high blood glucose level started from february 5th . The customer¿s blood glucose level was 447 mg/dl at the time of incident and the other blood glucose level was 533 mg/dl. Customer was assisted with troubleshooting. The customer was treated with insulin pump and then insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was on. Customer was able to complete carelink upload. Customer stated that retainer ring was cracked. The device will not be returned for analysis.